Manufacturer narrative:
Device passed displacement and self tests; it failed sleep current measurement and active current measurement tests. After further review, there are signs of previous moisture presence around the aa battery connector plus there is corrosion and mold on the terminals of the lcd flex cable as well as on the pins of the lcd connector located on electrical board. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. There are traces of rust at the bottom of the battery compartment however.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated insulin pump was not working as it got accidentally wet in the pool. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.